Event description:
=It was reported that this right ventricular lead exhibited impedance issues and noise. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and noise. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and noise. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead exhibited oversensing of noise. Due to this an inappropriate signal artifact monitoring (sam) episode was recorded. The patient is being scheduled for an in office evaluation. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a lead revision was performed and this lead was surgically abandoned and replaced.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes. H6: impact codes. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and noise. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead exhibited oversensing of noise. Due to this an inappropriate signal artifact monitoring (sam) episode was recorded. The patient is being scheduled for an in office evaluation. This lead remains in service. No further adverse patient effects were reported.